Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer on (B)(6) 2017, she stated that the power supply had a burning smell, like plastic from the housing. When she went to unplug it, it broken open around the seal. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category cc00296. A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that when she removed the power supply for her pump in style breast pump from the wall, the housing broke in half.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.